Event description:
It was reported that during a lobectomy, on the first firing with a white cartridge the device was fired and at the distal tip the staples were malformed. The same device was reloaded to complete the case with no patient consequences. The device was disposed of.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.